Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are seven additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Event description:
A customer reported that the trocars leaked. Patient and procedure outcome are unknown. The report has declined consent to follow-up. This is one of twelve reports received from this facility.